Manufacturer narrative:
Internal complaint reference (B)(6).

Event description:
It was reported that during a rotator procedure, the werewolf rf 20000 controller made a loud noise, blew up sparks out of the rear of the machine where the fan is, and powered off. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed the warranty seal is broken. A functional evaluation revealed no issues. The unit was opened and found no burn marks or signs of sparks. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.